Manufacturer narrative:
Model number/catalog number: 72404209, serial number: (B)(4), batch/lot number 179208006, model/catalog description: momentary squeeze, pump w/iz.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as he had trouble pumping his device due to hematoma and the reservoir had herniated. A new inflatable penile prosthesis reservoir component was implanted and the pump was repositioned. No further complications were reported in relation to the event.